Manufacturer narrative:
No display window crack was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated that the display screen is cracked. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but states husband may have dropped it. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.